Event description:
A report was received that the patient's battery shifted and scarred into an uncomfortable location which caused discomfort and difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be relocated.